Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately calcified and non-tortuous ostial left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was unable to cross the lesion. It was further noted that the catheter had separated inside the body; the portion approximately 9 cm from the tip became trapped with the ivus and separated. It was then entangled with a wire and removed, with no internal remains left behind. The procedure was completed with another of the same device. No patient complications were reported.